Manufacturer narrative:
The insulin pump alarmed motor communication error alarm followed by off no power after battery installation due to fractured solder joints on interface board. Device stuck in motor communication error alarm and off no power error loop. Unable to perform the displacement test, operating currents, rewind, basic occlusion, self-test, off no power test, unexpected restart error test, occlusion, prime, excessive no delivery and self-test due to motor communication error alarm /off no power alarm. Unable to confirm history anomaly due to motor communication error alarm /off no power alarms. Device received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motor communication error alarm. Customer's blood glucose was unknown. Device was unable to deliver a bolus. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.